Event description:
Immediately after insertion of the iab a leak was noted. The iab was removed. No pt injury or further complications occurred. No further details were provided.

Manufacturer narrative:
B3-date of event previously reported as 11/19/97 should be 11/09/97 due to typographical error.